Event description:
It was reported that this right ventricular (rv) lead exhibited low impedance and high capture thresholds, which was suspected to be caused by a dislodgement. The physician decided to explant and replace this lead. It was also noted that this lead was difficult to remove. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited low impedance and high capture thresholds, which was suspected to be caused by a dislodgement. The physician decided to explant and replace this lead. It was also noted that this lead was difficult to remove. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection showed signs of corrosion at the lead distal tip and coupler region. X-ray of coupler shows reduction/rounding. The corrosion on this lead is consistent with a gate oxide failure. Also, tissue was noted entwined at the tip of this lead. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.